Manufacturer narrative:
E: phone number ext. (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming that the cassette is locked but it is not latched. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed a total of 6 "high alarm displayed: cassette locked but not latched." Functional testing was performed, and the latch sensor did not change from "none" to "latched" when tested. The cause of the reported issue was a faulty latch lock sensor. The reported issue was resolved by replacing the latch lock/handle, latch lock sensor, and ground strips.